Event description:
It was reported that the guidewire was sold by the company to (B)(6) hospital in (B)(6) on (B)(6) 2025. On (B)(6) 2025, when (B)(6) hospital was using the guide wire, they opened the packaging, took out the guide wire, and found that the tip of the guide wire was split. That day, the hospital contacted the company and also provided detailed information to the company on (B)(6) 2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received nitinol guidewire. The coating was detached from the guidewire. Also received one photo sample that shows tip of guidewire with guidewire exposed and coating is flaking off. Labeling was found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire was sold by the company to (B)(6) hospital in (B)(6) on (B)(6) 2025. On (B)(6) 2025, when (B)(6) hospital was using the guide wire, they opened the packaging, took out the guide wire, and found that the tip of the guide wire was split. That day, the hospital contacted the company and also provided detailed information to the company on (B)(6) 2025.